Event description:
It was reported that customer¿s insulin pump displayed malfunction code 16-0x20e6, could not be reset, and there were no notable events prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to a replacement pump for insulin therapy.